Event description:
Surgeon was using the suture pass o.r. Pro and stated that the end of the suture passer cut the suture instead of grabbing it. Surgical procedure: diagnostic laparoscopy with bilateral salpingo-oophorectomy, lysis of adhesions and appendectomy. No harm or injury to the patient. Surgeon was using the suture pass o.r. Pro device, following the first pass through the disposable item broke, all parts were retrieved and did not enter the patient. Operating room staff thought that the 'glue may have come loose in the hub".